Event description:
Customer reported loss of communication between the panorama central station and panorama. Telepacks, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found that all the patients had been discharged and the system appeared to be operating normally. System was rebooted and tested for telemetry communication.